Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) cfg to resolve the issue. The system was tested and verified as ready for use. This unit was returned for failure analysis, and the reported issue was confirmed and replicated. Bench testing was performed, and the ccc was found to be bricked, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system where the connection failure was observed, replicating the reported event. As a result of these findings, failure analysis concluded that the bricked tegra was the root cause of the reported event. The complaint was confirmed based on failure analysis, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the the system was not powering on or connecting. The customer tried resetting breakers and moving blue fiber cables with no change. The surgeon side console (ssc) will power on in standalone mode and move the masters and ergos. The patient side cart (psc) will power on in stand-alone mode and site is able to move the boom and universal surgical manipulator (usm)/set up joint (suj). The vision side cart (vsc) powers on and does not show any info or connect to the psc or ssc. Live logs is blank with no information. System is online and posting to onsite but not showing any subsystem. There was no report of patient involvement or reported injury.